Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260, component code - 3123, investigation findings code - 3252. The correct codes for this complaint are: medical device problem code - 1371, component code - 4755, investigation findings code - 3253. This is a follow up report to correct these/this code(s).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the customer's driver would not hold the screw and the peek tip fractured.